Manufacturer narrative:
In addition to the black power coming out of the forceps channel, service found the bending angulation was out of specification due to a worn angle wire. The device demonstrated damage due to physical stress and wear. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported there was an air leak from the forceps channel of the subject device. There was no report of patient or user injury due to the event. The suspect device was returned to an olympus service center for evaluation. During inspection and testing of the device, a pinhole was found in the forceps channel and black power came out from the inside of the channel when air was sent through to drain the water that was in the channel. This report is being submitted for the malfunction found during the device evaluation (black power came out of the channel).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 08-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the suggested event could not be determined. The device was not returned. Therefore, the investigation was conducted by the provided information. The reported event was likely caused by incorrect or insufficient reprocessing or handling, olympus will continue to monitor field performance for this device.